Manufacturer narrative:
Evaluation: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution and dried blood were observed on the lens. One haptic is broken in the gusset area. The broken haptic was returned. The optic is broken/torn into several pieces. Only two large portions of the optic were returned. The optic has scratches and small split/cracked areas. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge and qualified injector. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on observation, and review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be scratched. The lens was replaced during the same procedure with confirmed patient contact and no harm to the patient. Additional information has been requested and received.